Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change errors occurred with multiple cartridges during the loading process. The customer reported an elevated blood glucose (bg) level of 300 mg/dl and was addressed by manual injection. It was confirmed that the user has alternate insulin therapy.